Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation procedure. During the procedure when aspiration was performed to pull back the blood during sheath insertion, air was noted. It was confirmed that that the sheath had similar air intrusion defects. Termo pump irrigation method was used with a flow rate of 50cc per hour. Thus the sheath was replaced with another sheath. However, the second sheath had the same issue of air. The procedure was completed successfully using third sheath. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation procedure. During the procedure when aspiration was performed to pull back the blood during sheath insertion, air was noted. It was confirmed that the sheath had similar air intrusion defects. Termo pump irrigation method was used with a flow rate of 50cc per hour. Thus the sheath was replaced with another sheath. However, the second sheath had the same issue of air. The procedure was completed successfully using third sheath. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found damage on the outer face of the external valve and the internal valve torn on the inner face near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Damage on the outer face of the external valve, likely caused from manipulation and/or device/component insertion in the field.